Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[the below device was not involved in patient injury nor did the fault occur during therapy. I have come across an alaris 8100 lvp in need of repair (15413817) with error 240.4150, could this be arranged for send off?]. There was no reported patient involvement.